Manufacturer narrative:
This report is filed, (B)(6) 2016. Device is currently unavailable.

Event description:
Per the clinic, the patient experienced poor sound quality and poor performance with device use. On (B)(6) 2016 the device was explanted, during explantation it was noted that some electrodes had extruded extra cochlea. The patient was re-implanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, (B)(6) 2016.

Manufacturer narrative:
This report filed july 15, 2016.